Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d6b h6.

Event description:
The device has been explanted and replaced. Total capsulectomy performed.

Event description:
Healthcare professional reported "implant rupture, evidence of small volume extracapsular silicone and there is a prominent enhancing nodule". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.